Manufacturer narrative:
The evaluation confirmed the insertion tube has coating peeling (1mm square or above). The customer's reported issue was confirmed as the bending section cover is leaking. The scope connector has fluid invasion. Additionally, there is no image due to a damaged charged coupled device unit. The adhesive around the distal end has a gap and deformed. The light guide lens and objective lens at the distal end are both chipped. The insertion tube is also buckled, the image has white dots on the screen. There is a crease at the video connector and the up angulation is out of standard specification due to a worn angle wire. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (okr) was informed that a customer evis lucera bronchovideoscope was returned to the service department for repair for a reported "liquid leaks at the channel" that was observed during preparation before use. During inspection and testing, the technician found the coating of the insertion tube is peeling (1mm squared or above). No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. From the investigative results, it was presumed that the insertion section received stress such as: physical stress from rubbing or striking the insertion section or the like; chemical stress due to deviation from the instructions for use (IFU) (reprocessing manual); stress from bad storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays). The IFU (operation manual) warns the user against applying external stress to the insertion section: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ the IFU (reprocessing manual) warns the user against non-recommended reprocessing: ¿for information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. ¿ the IFU (reprocessing manual) warns the user against device storage under bad environment: ¿the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.